Manufacturer narrative:
Please reference MDR 2183870-2009-00008 for the protege rx used in this procedure.

Event description:
Patient enrolled into the trial. Minor ischemic stroke reported soreness of left jaw after procedure. Patient not yet recovered.